Manufacturer narrative:
Other - the facility declined service for the unit. The worker was trained on sterrad operating parameters, instructions for use and maintenance, safety precautions, and acceptable load conditions. Frequency of exposure to the sterrad sterilizer is approximately eight hours per day. The sterrad sterilization cycle was complete and the vaporizer plate was in place. The temperature of the environment where the load instruments and materials were stored prior to processing in the sterrad sterilizer and for the room where the sterrad was operating was 15-40 degrees celsius. The vaporizer plate was installed by an asp rep. The vaporizer plate was properly installed and maintained per the user's guide and asp reps. A biological indicator (cyclesure) was not used during the sterrad process. The tyvek pouch is not available for eval. The instruments in the load had been processed at least 30 minutes before being sterilized; the load was reprocessed. Moisture was only observed on the load after processing in the sterrad. The load content info was not provided by customer. The hydrogen peroxide material safety data sheet (msds) was provided to the customer. The sterrad 100s user's guide warns: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber.

Event description:
A complaint was received from the field indicating a healthcare worker was exposed to hydrogen peroxide (h2o2). The contact occurred when the worker touched a tyvek pouch which had droplets of h2o2 after a completed sterilization cycle; the h2o2 was on top of the tyvek pouch. The h2o2 contact was on the employee's fingers. There were white spots on the fingers of the right hand and the duration of symptoms was approximately for one hour. The worker rinsed her hand for only two minutes. Medical attention was not sought. Medication was not prescribed. The worker was not wearing personal protective equipment (ppe).